Manufacturer narrative:
(B)(4). No parts were returned to the manufacturer for physical evaluation. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
The biomedical technician (bmt) at the in-center hemodialysis (hd) user facility reported that the granuflo mixer would not power on. The bmt replaced a fuse, and the machine powered on, however, smoke was seen emanating from the granuflo mixer program controller and the machine powered off. The electronics in the program controller had gotten wet. The bmt stated that he let the electronics dry out and the machine has passed all testing. The machine has been returned to service at the user facility. There were no adverse effects to the patients or staff, and no patient treatment was impacted.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation of the unit was performed by a fresenius regional equipment specialist (res) and no parts were returned for failure analysis. Follow-up information was provided by the biomedical technician at the user facility who revealed that the electronics in the program controller had gotten wet. The biomed stated that the electronics were allowed time to dry out, and after which the machine passed all testing. The unit has been returned to service at the user facility without a recurrence of the event as reported. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process which could be associated with the reported event. In addition, the device history record (DHR) review confirmed the labeling, material, and process controls were within specification. The reported event was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.